Manufacturer narrative:
Csz medical technical support received a complaint stating the hemotherm would not cool. There was no patient harmed or injured and the procedure continued successfully. Csz attempted to trouble shoot the device over the phone having the facility's biomed check the compressor. The compressor was confirmed on and working. The device was returned and csz found a small refrigerant leak below the filter dryer. The fitting below the filter dryer needed to be tightened. The fitting was tightened and the device functions as designed.

Event description:
Cincinnati sub-zero medical technical support received a complaint stating the hemotherm would not cool during a procedure. There was no patient or user injury reported and the procedure was able to continue successfully. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).